Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: pump booted to 'verify' screen with functional auditory and vibratory alarms. The pump blackbox history shows that the pump rebooted multiple times in a cycle on (B)(6) 2011. No power loss issues were reproduced during investigation. The battery cap and battery compartment were intact. The battery cap able to securely fasten to the pump with no visible yellow o-ring.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging that the pump was rebooting. The reporter reported a blood glucose level of "285 mg/dl" but denied that the patient had any symptoms of thirst or frequent urination. The patient was not tested for ketones. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was rebooting. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values or symptoms that meet animas' criteria for a serious injury.